Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that a high drain error 103 (night drain #3) alarm was identified in the log of a returned homechoice device as having occurred on (B)(6) 2012, 14:05:17. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an iipv situation. No additional information is available.